Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: a root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the dcs. In this event it was reported that the nose cone of the dcs became caught on the deployed valve as the dcs was being withdrawn from the patient, resulting in dislodgement of the valve. The evolutr IFU, cautions: to under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the valve prior to withdrawing the catheter, as well as ensuring that the capsule is completely closed and aligned with the catheter tip prior to catheter removal. Unfortunately, without angio cines' for review, we are unable to conclusively determine the cause for the dcs nose cone getting caught on the valve.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, when removing the delivery catheter system (dcs), the nosecone caught the edge of the frame and dislodged it out of the annulus. A second transcatheter bioprosthetic valve was implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.